Event description:
It was reported that during implant procedure after screwing the lead into the right atrial appendage, dislodgement occurred when the j type stylet was removed. After the helix was retracted, the lead was removed from the body, and upon inspection of the helix, a large amount of tissue fragments was found entangled around it. Attempts were made to remove the tissue fragments, but they could not be completely removed, making continued safe use difficult. The lead was replaced with same model and same length. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.